Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Treatment of a cavernous (cav) aneurysm. It was reported that the proximal end of the pipeline was slow to open after deployment and a balloon was used to achieve full wall apposition.no patient injury was reported as a result of the procedure.